Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that a review of pump history indicated that the total daily dose (tdd) was not adding up corrrectly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: a total of 45.45 units of boluses and 46.554 units of basal were found to be delivered on 02/16/2013. The total daily dose in the pump history was found to be correct and totaled 92.004 units on 02/16/2013. The pump was exercised for 24 hours; no alarms occurred during testing. A normal 10 unit bolus and 10 unit audio bolus was successfully performed on the pump and accurately recorded in the pump history. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.